Event description:
It was reported that arteriotomy closure of the right common femoral artery (cfa) was performed using a preclose technique prior to a right carotid artery stenting procedure. Reportedly, after the stenting procedure, the proglide sutures achieved hemostasis. Post procedure, a femstop was placed on the right cfa. Approximately one hour later, a large hematoma developed and manual arterial pressure was held for 15 minutes. The patient experienced lightheadedness, bradycardia, hypotension and patient became nauseated and vomited a small amount. Patient was given .05mg of atrophine and 4mg zofran. Patient heart rate up to 60 and the bleeding slowed. A soft hematoma was present. The patient reported feeling better. The non-abbott device was reapplied and a short time later, drainage was noted on the gauze; new bleeding was observed from the puncture site. Later that evening, the non-abbott device was removed and a sandbag applied. The next day, the non-abbott device was applied and slight drainage continued. Patient remained on bedrest due to groin site. Two days post procedure, the right groin was stable; there was no signs of oozing and the patient reported no pain. A large amount of bruising to right upper thigh was noted. No further treatment was reported. The patient was discharged home three days post procedure. No adverse patient sequela was reported. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4): 10f sheath used (device is indicated for use with a 5f to 8f sheath). It is indicated that the device is not returning for evaluation as it had been discarded by the account; therefore, a failure analysis of the complaint device could not be completed. Reportedly, a 10f sheath was used. As per the instructions for use, the device is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.